Event description:
Same case as MDR ID: 2134265-2015-00500. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and an unspecified rotawire were selected to treat the lesion. During platforming, it was noted that the wire broke in half outside the patient's body. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).